Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: ambient temperature out of operating range. (B)(4). Note: manufacturer contacted customer on 2/20/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for error message (e-1) and symptoms. The customer is concerned with tests results from results obtained of e-1 (upon insertion of strip). The customer's expected fasting blood glucose test result range is 100 to 300mg/dl. The customer reported symptoms of vomiting and swelling of the stomach. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in and states his meter reads e-1. Customer denies need for medical attention at the time of call and denies signs and symptoms of hyperglycemia. Customer also stated that he was throwing up for three days. Customer states that during the three days he was able to obtain blood results with meter. Customer states he went to the hospital on the morning of (B)(6) 2017. States he was diagnosed with dka and was also treated for a swelling in his stomach. Customer states he was placed on an insulin drip and had an endoscopy done. Customer states he was admitted with a blood sugar in the 400's and states they tested again with the hospital meter and that they could not obtain a reading. No new medications were given to the customer. Customer states the last reading that he took with the meter read 287mg/dl on the night of (B)(6) 2017. Customer states a normal fasting range is 100-300mg/dl. Customer is not concerned with the meter readings but states his main concern is regarding the e-1 error messages and not being able to obtain a reading.